Event description:
Patient had a right total knee arthoplasty at another facility in 1998. He did well until recently, when he began having increasing pain along with some external rotation of his knee. He was admitted for a failed total knee and underwent a revision of the right total knee. Intraoperatively, synovitis and foreign body reaction was noted. Total knee components were removed and replaced.